Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the unit is reading 84% o2, no low o2 light, 8399 hours.